Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken vibrator black wire. The pump passed a displacement test, rewind test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip, a cracked case near display window corners, and a severely scratched display window.

Event description:
The customer reported via phone call that her vibrate feature is no longer working on the insulin pump. Customer stated that she uses a (B)(6) battery. Customer performed a self test and the pump did not vibrate during the self test. Customer stated that she had vibrate on last night but it stopped vibrating during the day. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.